Event description:
Reportable based on analysis completed on 17jan2019. It was reported that the localization generator of rhythmia hdx system was unable to track the intellanav mifi catheter mainly during the radiofrequency (rf) ablation. After ablation stopped it did not come back to be visualized on system and the generator was continued to show the temperature was too high. It was also noted that ablation could not be delivered on some ablations. The procedure was completed using another of the same catheter. No patient complications occurred. However analysis revealed fluid ingress. Visual inspection showed that seals to r1 and r3 may have been compromised. Dried body fluid and saline are present on the handle. Continuity checks were checked manually using a multi-meter and breakout box. The measurements were taken in the straight, right and left curve configuration and r3 was found open the left curve position. No shorts were found. Functional inspection showed the steering knob and the tension control knob functioned properly on both lock and unlock positions. The ablation was verified by using the maestro generator 4000 and the metriq pump and the device was found within specifications. X-ray showed no obvious anomalies in the distal end including ring 3. X-rays showed evidence of guide coil collapse in the handle. The handle was opened. There is a white residue on the flex and on the connector pins. The device was connected to a metriq pump that was programmed to 30ml/minute (ablation flow rate) and the pump was left running for 2 minutes. No leakage was seen inside the handle. The device tip was placed in a saline tank with the butt bond submerged and a metriq pump programmed to 30ml/min was attached to the device. After approximately 4 hours the device underwent rf ablation tests and no errors or messages were reported by the maestro generator 4000. The distal end was dissected and there is dried body fluid under r3 ring and in the interior of the sheath. Inspection after dissection showed a broken wire near the weld to the ring 3 electrode.